Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the gamma nail broke and was revised. During the revision case, the customer had significant difficulty noisy drilling for the lag screw. The new lag screw was too short and they changed the length. However, upon removing the new shorter lag screw they realised it was badly scored.

Manufacturer narrative:
Correction: refer to d10/h3 device availability, h6 patient code. The reported event, implant - breakage post-operative, was not confirmed. Review of complaint history, labelling and CAPA databases could not be performed since no catalog and / or lot number was communicated. The risk analysis did not identify any discrepancies. More detailed information about the complaint event such as the patient's details, his activity level post op, x-rays, as well as the affected device must be available in order to determine the root cause of the complaint event. Pre-operative functional testing is required in the labelling. Material damage, even if unintentional, will reduce the implant¿s durability in such a way that a breakage is to be expected. The root cause for nail breakage could not be determined. In case the implant and / or other essential information becomes available we reserve the right to re-reopen the case for investigation and to assess a new root cause. H3 other text : device disposition is unknown

Event description:
The customer reported that the gamma nail broke and was revised. During the revision case, the customer had significant difficulty noisy drilling for the lag screw. The new lag screw was too short and they changed the length. However, upon removing the new shorter lag screw they realised it was badly scored.